Event description:
Overinfusing over 10% above limit, was reported by the facility to have been found during biomed testing of the pump. No pt incident was associated with this report. No additional info.